Event description:
The customer observed imprecise vitros trop I es pt results on the vitros eciq. During troubleshooting, non-producible high outliers were observed during trop I es precision testing. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No pt results were questioned and there were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the reagent metering and signal reagent subsystems, returning the vitros eciq to expected operation. The root cause of the imprecise trop I es results is instrument related.